Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose was 222 mg/dl at the time of the incident. The customer stated that the insulin pump was exposed to water and can hear the fluid when shaking the insulin pump. Customer stated that the display was not blank less than 30 seconds and display is blank currently. Customer stated that the contacts on the battery cap are neither missing nor damaged. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The insulin pump was received with case cracked behind the insulin pump near the battery compartment and cracked battery tube threads.